Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient came into the hospital for a routine device check, device went into a backup vvi mode due to low battery voltage during threshold test. Device was at normal eri. It was speculated that the backup pacing from the threshold test likely caused a drop in battery voltage that tripped bvvi. Device download was not performed because device was at normal eri. The patient was asymptomatic to the bvvi mode.